Event description:
The customer reported being hospitalized due to low blood glucose of 31mg/dl. The customer stated that she was sleeping and someone found her unconscious. The customer's most recent glucose reading was 211mg/dl, and she was treated with glucose tablets. Troubleshooting was performed. The time and date on the insulin pump was incorrect. Assisted the customer with changing the time and date. The reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned that the batteries did last for a few days and sometimes up to two weeks. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.